Event description:
Reporter noted corneal burn occurred during procedure. Wanted handpiece checked.

Manufacturer narrative:
A company service rep checked system, including handpiece, and found them to meet sepcifications. Customer was contacted regarding possible causes of thermal injuries.